Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a "system error. Out of service. Revert to manual CPR" along with a red alert led during a shift check. There was no patient involvement.

Manufacturer narrative:
The customer complaint of a "system error. Out of service. Revert to manual CPR" was confirmed upon powering on the returned autopulse platform (sn (B)(4)) during initial functional testing and review of the archive data. To remedy the issue, the faulty system processor board was replaced. The autopulse platform is a reusable device and was manufactured in 2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. There were no damage observed during visual inspection of the device. After the system processor board was replaced, the platform was re-evaluated. The platform passed load cell characterization test and final functional testing with no faults found. An annual preventative maintenance was performed. As part of service, the power distribution board was replaced to the current revision. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).